Manufacturer narrative:
Follow-up report #1 - additional information - 07/28/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 110 was a thermally damaged u1005 component on the computer/analog pca. The root cause for the thermal damage to the u1005 component was unable to be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.